Event description:
Procedure: hernia. According to travers et al. In the abstract entitled selective use of biological mesh for tension free repair of complex and recurrent paraoesophageal hernia presented results of a study that evaluated the efficacy of integrating a porcine dermal collagen mesh (permacol) to create a tension-free repair. The study looked at pts from (B)(6) 2004 to (B)(6) 2012. There were 43 pts who underwent mesh reinforced peh repair. In total there were 5 complications. There were two pts who suffered oesophageal perforations. There were two pts who developed inpatient post-operative partial recurrence. Both underwent successful surgical re-intervention. Postoperatively at 37 months, 1 pt had confirmed recurrence requiring revisional surgery. This is for one of the pt who developed post-operative recurrence at 37 months and underwent successful surgical re-intervention.

Manufacturer narrative:
(B)(4).